Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a high blood glucose(bg) of at least 600mg/dl with no symptoms, associated with inaccurate delivery. Reportedly, the patient discontinued pump therapy and received phone advice from their healthcare provider to self-administer insulin via injection, and food and/or drink. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change, battery change, alarm, the prime menu being accessed, and the customer made changes to the basal program. It was also found that the bolus totals did not match and they were greater than a five percent difference. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, associated with inaccurate delivery.